Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported experiencing pain when using stimulation and when charging her scs system. F/u identified the pt was no longer alleging pain from her scs system; however, she did desire to have her scs system explanted. The pt's scs system was explanted.